Event description:
The following info was provided by the cook area rep based on comments made by the user: the needle reportedly broke off inside the pt. An attempt to retrieve the detached section of the needle (estimated to be 10 mm in length and 0.2 mm in diameter) was made with forceps. The detached section of the needle was suddenly unable to be located. The physician believes there is a chance that the detached section was removed from the pt by endoscopic suction. The physician opened a new needle to complete the procedure. The pt is in a stabilized condition.

Manufacturer narrative:
Investigation eval: our lab eval of the product said to be involved confirmed the report. The device was returned with a section of the needle missing from the device and the detached section of the needle was not included in the return. With the black stopper block flush with the 7th mark on the handle stem, the needle did not extend out of the catheter at all. The needle should extend 4 mm+/-2 mm and approx 10 mm of the needle is missing. There is evidence of a cautery application (blackening of the needle was noted at the break). A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. Needle knife breakage near the distal end can occur if the product experiences limited movement of the needle knife during electrocautery application. The instructions state that it is essential to move the needle knife while applying current. Maintaining the needle knife in one position can result in breakage of the needle knife. Needle knife breakage near the distal end can occur if the device is used with excessive cautery settings. The instructions for use direct the user to verify the desired settings by following the electrosurgical unit MFR's instructions. Needle knife breakage near the distal end can also occur if the needle makes contact with the distal end of the endoscope during a cautery application. The instructions for use for this product line caution that the needle knife must fully exit the endoscope when applying current. Prior to distribution, all huibregtse single lumen needle knife sphincterotomes are subjected to a visual insp and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.